Event description:
Pt status post prodisc-c level c5-c6 reported to surgeon on an unk date for post-op exam and complained of pain. X-rays taken at exam show the implant had migrated anteriorly. The surgeon explanted the device on (B)(6) 2011, and revised to fusion.

Manufacturer narrative:
Investigation could not be completed. No conclusion could be drawn as no device was returned and no lot number was provided.